Event description:
An alarm issue was reported with the adc device in use with a samsung sm-a528b phone, os version 13 with android operating system version 2.8.4.9335. The customer encountered a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness, and was unable to self-treat, requiring treatment of a glucose injection by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing alarms due to signal loss with the freestyle librelink application. Successfully scanned and received alarm notifications and glucose readings using a similar configuration (samsung galaxy s22, android 13, 2.8.4.9335) and unable to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung sm-a528b phone with android operating system version 2.8.4.9335. The customer encountered a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness, and was unable to self-treat, requiring treatment of a glucose injection by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.